Event description:
The reporter contacted animas on behalf of her daughter (the pt) alleging that a cartridge contained very small bubbles after she filled the cartridge with a filling needle. The reporter claimed that she tried filling another cartridge from the same box and the issue reoccurred. The reporter also claimed that she tried another cartridge from a different box and did not have any issues.

Manufacturer narrative:
The cartridge has been returned to animas for eval. The eval of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the eval is completed, a supplemental report will be filed.